Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. It is reported that the patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, and recurrence. The patient underwent revision of mesh on (B)(6) 2009 and (B)(6) 2009 due to exposure of mesh. On (B)(6) 2012, the patient had removal of mesh and fragments due to erosion, incontinence and other complications from mesh. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. It is reported that the patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, and recurrence. The patient underwent revision of mesh on (B)(6) 2009 due to exposure of mesh. On (B)(6) 2012, the patient had removal of mesh and fragments due to erosion, incontinence and other complications from mesh. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to exposure of vaginal graft and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04297. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 01/05/2017. (B)(4). It was reported that following insertion the patient experienced trouble controlling her bladder, infections, hematuria, and vaginal bleeding.

Event description:
It was reported that following insertion the patient experienced trouble controlling her bladder, infections, hematuria, and vaginal bleeding.

Manufacturer narrative:
Date sent to the FDA: 01/11/2017. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) due to eroded mesh.